Manufacturer narrative:
As a second surgery was necessary, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received an osseospeed ev 4.2s, 8mm dental implant on (B)(6) 2019 in position 30 (fdi # 45). The implant was removed on (B)(6) 2019 due to an infection. The complaint form reports "nerve damage" without further specification. Additional information stating paresthesia has later been obtained. According to the latest information of (B)(6) 2020 the patient has made full recovery and a new implant has been installed.